Event description:
A malfunction occurred with a device that displayed a malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in performing the reset, after which the malfunction did not recur. There was no further action needed, and the customer was advised to continue using the pump and to contact support again if the issue reappears.